Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test the handle was manipulated to verify opening and closing of the forceps cups. When the handle was manipulated the forceps cups would open, but they would not close. Several attempts were made by handle manipulation to close the cups, but they would not close. The device was sent back to the supplier for further evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close." During functional testing, with the device coiled into three (3), 8" loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire/link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook captura biopsy forceps with spike. The forceps were advanced down the endoscope. They were opened but then would not close. The physician kept working with the forceps and was able to get them closed to remove from the endoscope. Another of the same device was used to continue the procedure. There was no harm to the patient. On (B)(6) 2017, the device was received for evaluation. It was found that the jaws would open but would not close at all.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, the handle of the device was manipulated to check for opening/closing of the forceps cups. When the handle was manipulated the forceps cups would open, but they would not close. Several attempts were made to close the forceps cups by handle manipulation, but were unsuccessful. The device was sent back to the supplier for further evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close." During functional testing, with the device coiled into three (3) 8" loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "unable to close the cups" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire /link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
This report is being sent to replace an incorrect MDR follow up 1 that overrode the information provided in the initial MDR 1037905-2017-00365. A follow up report was incorrectly filed on 6/8/2017 for a device evaluation under MDR 1037905-2017-00365. The correct MDR number for the information provided is 1037905-2017-00260 (a correction follow up has been sent for that report). The information provided in the initial MDR 1037905-217-00365 is being resent under this report (follow up 2). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test the handle was manipulated to verify opening and closing of the forceps cups. When the handle was manipulated the forceps cups would open, but they would not close. Several attempts were made by handle manipulation to close the cups, but they would not close. The device was sent back to the supplier for further evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close." During functional testing, with the device coiled into three (3), 8" loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire/link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. This report is being sent to replace an incorrect MDR follow up 1 that overrode the information provided in the initial MDR 1037905-2017-00365. A follow up report was incorrectly filed on 6/8/2017 for a device evaluation under MDR 1037905-2017-00365. The correct MDR number for the information provided is 1037905-2017-00260 (a correction follow up has been sent for that report). The information provided in the initial MDR 1037905-217-00365 is being resent under this report (follow up 2). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test the handle was manipulated to verify opening and closing of the forceps cups. When the handle was manipulated the forceps cups would open, but they would not close. Several attempts were made by handle manipulation to close the cups, but they would not close. The device was sent back to the supplier for further evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close." During functional testing, with the device coiled into three (3), 8" loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect was confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire/link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook captura biopsy forceps with spike. The forceps were advanced down the endoscope. They were opened but then would not close. The physician kept working with the forceps and was able to get them closed to remove from the endoscope. Another of the same device was used to continue the procedure. There was no harm to the patient. On (B)(6) 2017, the device was received for evaluation. It was found that the jaws would open but would not close at all.